Manufacturer narrative:
The investigation determined the issue with the cover of the incubator was the root cause of the event. Product labeling for the device documents the correct placement of the cover after maintenance is performed.

Manufacturer narrative:
Following the questionable results on the cobas e601, the customer performed qc testing with unacceptable results. The customer noticed the cover of the incubator was titled. They adjusted it and performed qc testing along with remeasurement of the patient sample. Qc results were acceptable and the patient sample had an hcg+beta result of < 0.100 miu/ml. The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reported complained of questionable high elecsys hcg + beta test system results for 1 patient tested on a cobas 6000 e 601 module and compared to a cobas e 411 immunoassay analyzer. The customer tested the same patient sample multiple time on the cobas e601 and had the following hcg+beta results: 125.7 miu/ml, 5.47 miu/ml, 135.7 miu/ml, and 1.81 miu/ml. Before the last hcg+beta result of 1.81 miu/ml the customer centrifuged the sample again. The customer tested the same patient sample on a cobas e411 and obtained a hcg+beta result of < 0.100 miu/ml. The results in question were not reported outside of the laboratory. There was no allegation of an adverse event. The hcg+ beta reagent lot was 38562701 with an expiration date of 31-may-2020.